Event description:
The following was reported by the attorney for the pt: ni/ni/ni - the pt was implanted with perfix plug. The attorney alleges the pt has suffered pain and serious bodily injury.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the alleged event. The attorney report does not identify a specific device failure and medical records have not been provided. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.